Manufacturer narrative:
The 3-spike disposable set involved in the incident was not available for investigation. Upon reviewing photographs provided by the user facility, we were able to confirm that there was a leak at the bottom of the reservoir chamber as reported, however, without investigating the set, the root cause of the leak cannot be determined. The manufacturing batch records for this lot were reviewed and no anomalies related to the reservoir chamber were identified. A review of past complaints indicates only one other report related to this lot number. All 3-spike disposable sets are 100% leak tested and 100% visually inspected prior to release from belmont medical technologies. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature, and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont's distributor received a complaint from the user facility that a leak was discovered at the bottom edge of the reservoir chamber of a 3-spike disposable set.